Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable customer was preparing to harvest vein using the device. While hooking the hemopro extension cable up to the hemopro generator, the connection point of the extension cable became separated from the entire cable. The circulating nurse was able to force the connection point back on to the extension cable and the cable was used for the remainder of the vein harvest. However, the connection point was still loose at the end of the surgical case and was therefore deemed inappropriate for further use. The hospital did not report any patient effects.

Manufacturer narrative:
Brand name changed to hemopro2 extension cable, catalog # changed to c-vh-4030. Internal complaint number: (B)(4). Autonumber: (B)(4). The hp2 extension cable device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage with no evidence of blood were observed. One of the connector collars of the extension cable was missing from its original position. The connector collar was dislocated from its original position leaving the inner component (pins) exposed. The extension cable was returned with the detached/broken collar piece. Based on the returned condition of the device and the results of the investigation, both reported failure modes "connection issue" and "break" were confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4).